Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is procedural factors, including loose cor knots. Cardiogenic shock is a condition where the heart is unable to pump enough blood to the body organs which can be caused by various cardiac dysfunctions. The most common causes of cardiogenic shock include acute myocardial ischemia, mechanical defects such as ventricular wall rupture, cardiac tamponade, left ventricular outflow obstruction, left ventricular inflow obstruction, contractility defects such as ischemic and non-ischemic cardiomyopathy, arrhythmias, septic shock with myocardial depression, myocarditis, pulmonary embolus, right ventricular failure, and aortic dissection. Other causes include cardiotoxic drugs, medication overdose, metabolic derangements, and electrolyte abnormalities. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors including thrombus occluding the left main coronary artery.

Event description:
It was learned through the implant patient registry and investigation that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 5 days due to severe pvl. The explanted valve was replaced with a 21mm 11500a aortic valve. Per medical records, the patient is s/p avr that was complicated by a left main coronary obstruction caused by a thrombus and required CABG. The patient could not be weaned from cpbp machine due to cardiogenic shock requiring initiation of va-ECMO with the chest left open. Over the following days, her left ventricular function have markedly improved accompanied by a significant improvement of her hemodynamics. However, echo has also revealed a circumferential perivalvular leak with complex regurgitant jets. The patient was taken back to the or for redo avr and explant the ECMO circuit and close her chest. Intraoperatively, all previously placed cor knots were seen loosened causing the perivalvular leak. A thrombus was seen occluding the left main coronary artery causing the cardiogenic shock during device implantation. The 21mm 11500a aortic valve was explanted. All abnormal tissue and thrombus were removed and debrided. A 21mm 11500a aortic valve was implanted and secured using cor-knot. Postoperative echo confirmed good valve function without evidence of paravalvular leaks. The patient was transferred to the ICU with an intra-aortic balloon pump in place and remained in guarded condition. Hospital pathology report of gross exam: aortic valve with tan-pink, ragged, irregular tissue fragments with a moderate amount of tan-yellow, firm, calcified tissue fragments intermixed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, h6 (clinical code, device code, type of investigation). The subject device is not available for evaluation, as it was discarded on-site.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 5 days due to unknown reason. The explanted valve was replaced with a 21mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.